Manufacturer narrative:
(B)(4). Batch #: n9343d: the analysis results found that the 2h12lp instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy, when the camera was inserted through the trocar, it was found that the tip of the trocar sleeve was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.